Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of available information. No imaging studies available for this review, only still photos of the presumed event angiogram. Product appropriateness and patient candidacy could not be assessed. There was evidence to support a type I-a, I-b and ii endoleaks. The secondary procedure of a competitor's proximal extension, coil embolization mid body, and bilateral limb extensions were substantiated. The final patient disposition could not be established, however it was reported that the patient was doing fine. There might have been evidence of a stent migration vs. Failure to follow the IFU due the low position of the infrarenal stent, which was estimated to be 1.0cm below the most caudal renal artery. Also, there was an estimated 5.0 x 6.0cm juxtarenal aneurysm which might represent product use that was incongruent with the IFU if it was present at implant, or stent migration post implant. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined with available information.

Event description:
It was reported that approximately 83 months post implant of a bifurcated device, and a cuff stent extension an endoleak was identified. Reportedly, the patient came in for a follow up and a computed tomography displayed and endoleak 1a and 1b. The physician treated the patient with two limb extensions, and the endoleak sealed. The patient was reported to be doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.